Manufacturer narrative:
H6: investigation summary one sample (model 2000e) was returned by the customer. It was reported that the sample was returned due to a fluid blockage-occlusion. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 2000e lot number 20125252 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 03dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during use. This complaint was created to capture the 12th of 12 related incidents. The following information was provided by the initial reporter: "this sample was returned due to fluid blockage- occlusion."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) was blocked/occluded during use. This complaint was created to capture the 12th of 12 related incidents. The following information was provided by the initial reporter: "this sample was returned due to fluid blockage- occlusion."